Event description:
Pt reported obtaining back-to-back blood glucose results of 417 mg/dl and 191 mg/dl, while using the suspect. Device pt indicated that no action was taken was taken based on the device results. No pt injury was reported and not treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.